Manufacturer narrative:
The device was returned to olympus for evaluation and during the device evaluation it was uncovered that there was whitish foreign material inside of the air/water tube and cylinder. This finding was likely due to insufficient cleaning or handling of the scope. Upon further inspection, it was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was also observed that the suction cylinder had no color. It was observed that the light guide lens had a crack. Lastly, it was observed that the connecting tube had a wrinkle. This report is also being supplemented to provide additional information based on the legal manufacturer's final investigation. Section was updated with additional information that was received about the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause nor identity of the foreign material could not be determined however, we were able to confirm it was some sort of adhesion material. Consideration: despite our attempts, olympus was unable to obtain the cleaning sterilization and disinfection (cds) process performed at the user facility. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material from the air /water tube and air /water cylinder . There were no reports of patient involvement.